Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 01/19/2013, belt 10/31/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that the patient's family performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 20:01:10 on (B)(6) 2021. The patient was in asystole with CPR/motion artifact at 22:45:16. The patient's rhythm degraded to vf with CPR/motion artifact at 22:45:39. The patient was in vf with CPR/motion artifact for 11 seconds until CPR/motion artifact obscured the patient's rhythm at 22:45:50. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient received a non-lifevest defibrillation at approximately 22:46:13. The patient's rhythm at the time of the defibrillation was obscured by CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm with CPR/motion artifact and electrode lead fall off. The patient's rhythm then degraded to asystole with CPR/motion artifact at 22:47:47. The patient was in asystole with CPR/motion artifact, pacemaker spikes, and electrode lead fall off at the time of the electrode belt disconnection at 23:15:55. It was not reported who disconnected the electrode belt.